Event description:
Further follow-up revealed that the physician believed that the infection reportedly had resolved. However, the pt came into the clinic in 2005 complaining of the generator site being sore and tender. The physician reported that he did not see any acute inflammation, no fever, no erothema and no fluid draining. The pt complained that it hurt and she wanted it removed as it was not providing much benefit. The vns system (generator and lead) was removed due to infection. The physician further reported that the infection is "under control". A review of the manufacturing records confirmed sterilization of the generator and lead. The cause of the infection is unknown. Possible cause of this infection event include: sterility compromised by packaging damage; surgical complication; poor wound care; or pt interaction (e.g, pt picking at incision site).

Event description:
Reporter indicated that vns patient had developed a post operative infection. It was reported that surgeon recommend that the device remain off until the infection has resolved. Further follow-up revealed that the infection was treated with antibiotics only and has resolved. The infection was present at both the pulse generator/pocket and bipolar lead/cervical areas. The patient is not implanted with any other devices. The ncp system tunneling tool was used as a single-use-only device during the initial implant surgery. Both intraoperative and postoperative antibiotics were prescribed, but a course of preoperative antibiotics was not.